Event description:
It was reported that a user wearing an ilet system with a dexcom g7 experienced hyperglycemia, with the ilet displaying a glucose value of 290 mg/dl, while the device showed an insulin set expired alert and the user had no insulin remaining to deliver therapy. Symptoms included elevated blood glucose. Outcomes included user education on backup therapy and instruction to contact a healthcare professional, with planned follow-up to confirm glucose improvement. Investigation included review of device alert history and user-reported use conditions, as well as troubleshooting and education. Investigation of this case revealed that insulin delivery was not occurring due to an expired insulin set and lack of insulin supply, while cgm glucose readings were still being received on both the ilet and dexcom applications. It was concluded that hyperglycemia occurred with cause unclear beyond the unavailability of insulin for delivery, and the user was advised on appropriate next steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.